Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract on a bd insyte¿ autoguard¿ bc shielded IV catheter during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis review disclosed that there was one qn initiated during the build of this lot that would impact upon the quality of the product relevant to the defect. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, the defect of damaged grip was observed during the process and a qn to address the incident was initiated. Observations and testing: received one used 20ga bd insyte autoguard blood control IV catheter unit accompanied by an opened package from lot 7303967. The unit consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel) and the protective needle cover intact. The button was completely depressed and there were traces of thick dried media. Observed there was damage to the grip where the end of needle/hub was located in the barrel. Functional test (retraction) conducted: pushed the needle to the out positon and reset the activation button. Depressed the activation button. The needle only partially retracted. The needle stopped where the hub met the damage in the grip within the barrel. The damaged grip was identified as the source that restricted the needle from fully retracting. Conclusions: confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation and testing of the used unit provided for this incident. The unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips.